Manufacturer narrative:
Submit date: 09/30/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports: the pump will not alarm for occlusion. The ICU educator called to ask why the feeding pump is not delivering formula or water. There is also no alarm for the nurse to be aware and the g-tube occluded. They changed out the tubing and still no formula or water delivered. They did pinch the tubing trying to get the pump to alarm and nothing. The pump was checked to make sure that the alarms were not turned off and alarms were on. The g-tube is not a medtronic/covidien g-tube. There was no patient harm and the g-tube was changed.